Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump by technical support, assisted in doing so, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the malfunction code returned.